Event description:
It was reported non-integration with bone-loss.

Event description:
It was reported non-integration with bone-loss.

Event description:
It was reported non-integration with bone-loss.